Event description:
The lay user/patient contacted lifescan (lfs) in 2009, alleging a battery indicator on her one touch ultra meter and requested a battery. A medical surveillance specialist (mss) sent follow up questions and the customer care advocate (cca) was unsuccessful in getting a hold of the patients. On the morning of a week prior, the patient noticed a battery indicator on her one touch ultra meter. It is unknown whether or not the patient continued to take her diabetes medication when the meter had stopped working. Approximately four days later, at an unspecified time in the morning, the patient began to feel sweaty and lightheaded. It is unknown whether the patient attempted to test her blood glucose at the time of the event. The patient reportedly decreased her dosage of medication due to the alleged issue. She did not seek any further medical attention or contact her physician for further medical advice. It is unknown how long her symptoms lasted. The patient had not changed the battery per the owner's booklet and the meter is not a new product (out of box). The products were replaced. It would have been helpful to know how often the patient tests in a day, whether the patient continued to take her diabetes medication with the alleged issue with the meter and whether the patient attempted to test her blood glucose at the time of exhibiting symptoms. The complaint is being reported since the patient was reportedly unsuccessful in testing her blood glucose for four days due to the alleged issue and suffered symptoms suggestive of hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.